Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg had flipped a little deeper. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg had flipped a little deeper. The patient will undergo a revision procedure.